Manufacturer narrative:
(B)(4). D10: ncbâ®, drill guide, ã¸ 4.3 mm item 0200024011 lot 4504435489. G2: foreign: spain. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the piece was found broken in the kit prior to the surgery. There is no reported patient involvement. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional information at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional information at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was returned to product surveillance team for examination. Visual inspection of the drill bit shows a fracture at the cutting area. The broken piece was not returned. The fracture of the instrument can therefore be confirmed. The fracture surface of the drill bit is damaged. Furthermore, several marks are visible on the drill bit. It can be assumed that the drill bit was used several times in surgeries. A review of all relevant device manufacturing records and raw material certificate confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information at this time.